Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer was hospitalized for confusion caused by their high and low blood glucose levels. The caller did not provide the date and time of the hospitalization. The customer treated with food. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a missing lcd display window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a missing end cap sticker, and a cracked reservoir tube window.